Manufacturer narrative:
Patient's weight was asked but unknown. The device was received and the evaluation is anticipated. Once the investigation is completed, a supplemental report will be submitted.

Event description:
It was reported that an inclusive tapered implant failed to osseointegrate during the second stage. The implant was placed into the tooth # 12 on (B)(6) 2017 and was extracted on (B)(6) 2018. The patient had irregular soft tissue around the implant site. The entire buccal aspect of the implant had no bone and pus presented around the implant. Per doctor's provided evaluation, the loss of buccal bone resulted in the implant failing to integrate. The patient's symptoms have been relieved after the implant removal. The patient was reported to be stable. The patient has type ii bone quality. For medical history, the patient has diabetes, htn, high cholesterol and gerd. There was no abnormality noted with the implant itself.

Manufacturer narrative:
The device was returned and evaluated. A visual and microscopic inspection were performed on the returned device. During inspection, it was noted that some of the implant's threads were flattened; however, this was caused by the doctor using an implant removal kit. The critical parameters of the implant were measured and no non-conformities were found. A lot number was received and a device history record review (DHR) was conducted. There was no evidence discovered, to indicate that a product defect or nonconformity contributed to the issue. The part met all the criteria called for in the production router. Per doctor's provided evaluation, the entire buccal aspect of the implant had no bone and pus presented around the implant at the time of implant removal. The loss of buccal bone resulted in the implant failing to integrate. In addition, the patient was reported to have a history of diabetes and hypertension, which are known to complicate the healing process. Although the root cause for failure to osseointegrate is inconclusive and specific to each case, other possible causes could be due to insufficient bone or poor bone quality. The bone could be too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, tobacco use and poor oral hygiene could also be factors causing the implant's failure. A warning provided in the IFU states "absolute success cannot be guaranteed. Factors such as infection, disease and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." Precautions in the IFU also state that "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. All drilling procedures should be performed at 2000 rpm or less under continual, copious irrigation. All surgical instruments must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture of the implant site. The proper surgical protocol should be strictly adhered to." This event will be tracked and trended.